Event description:
(B)(6) 2012, the patient contacted animas and stated that after she went swimming the keypad buttons were unresponsive. The patient denied damage to the keypad and that the audio bolus button was intact. However, the patient stated that the keypad felt loose. The patient reportedly did not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no screen on startup; however, the pump did emit audible tones on startup and vibratory alarms were operable. Water droplets were seen behind the display lens. A leak test was performed resulting in evidence of a display lens leak. The pump was opened to check for internal moisture damage and there was moisture visible in the pump. Corrosion was found on the display flex and on other internal components. The unresponsiveness of the keypad was not able to be investigated because of the additional failure. The keypad was removed for investigation with no problems noted.